Event description:
Device 1 of 2 reference MFR report #1627487-2014-00376. It was reported the patient ((B)(6)) experienced difficulty communicating with the ipg via the programmer. Efforts to rectify this issue with use of a different programmer proved unsuccessful. Additionally, the patient reported ineffective therapy relief from the leads as stimulation was said to be positional in nature. Due to these issues, the patient's scs system was explanted. The date of explant has not provided to the manufacturer.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.